Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device were explanted for high shock impedance measurements. The products are not expected to be returned for analysis. No adverse patient effects were reported.